Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that air bubbles were present in the insulin pump's tubing. Customer was able to manually prime successfully. Customer reported that the insulin pump required more insulin than normal during priming. Customer reported a difference of 5 to 6 units. Blood glucose level was 196 mg/dl at the time of the call. No further information was provided.